Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated fracture of the abutment screw (iunihg). Screw fractured at the thread level. Tooth site # 19.

Manufacturer narrative:
The certain gold-tite hexed screw (iunihg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear (nicks and gouges) due to usage around the shank and the hex feature. The fractured bottom portion was not returned. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. The lot number for the subject screw (iunihg) is unknown. Therefore, the respective DHR could not be reviewed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.